Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during set up for a navio assisted pfa surgery, the navio handpiece fried the siu. The procedure was finished with a smith and nephew back up device without delay. As this happenned before the surgery, the patient was not involved.

Manufacturer narrative:
H3, h6: the navio handpiece, part number pfsr110137, serial number (B)(6), intended for treatment was not returned for evaluation. A relationship between the reported event and the device could not be established. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file. The risk level is still adequate. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with a short in the navio handpiece blowing fuse in siu. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Event description:
It was reported that, during set up for a navio assisted pfa surgery, the navio handpiece fried the siu. The procedure was finished with a smith and nephew back up device without delay. As this happenned before the surgery, the patient was not involved.

Manufacturer narrative:
Internal complaint reference (B)(4).